Event description:
It was reported that a cgm error 42 occurred with the customer's g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for a complete pump reset, and the caller successfully walked through the process with their guidance, resolving the issue and allowing the customer to start their sensor session.